Event description:
Pt's sensor started alarming for low blood sugar (alarm setting were set to alarm at 65 or lower and sensor was scanning at 50, 40, and then saying error low and finger stick testing was showing within normal limits and not low) and pt was not having any low blood sugar symptoms and he did a manual finger prick "8g" and that was at 110 which did not match the alarm levels that the pt had set for hypoglycemia.